Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, after advancing an unspecified guidewire, the target lesion was dilated with the peripheral cutting balloon. However, it was noted that the balloon ruptured at first dilation. The procedure was completed with a different device. No patient complications were reported.